Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2015. The revision surgery occurred because of patient fall. During the revision, the original size 2 x 10mm insert and retaining bolt were revised to new size 2 x 16mm insert and retaining bolt.